Event description:
We received an allegation of a display issue on coaguchek xs meter. On (B)(6) 2023 the patient's husband reported that the test strip was inserted correctly but the test strip insertion was not detected. He also reported that the meter did not power on. He advised that the meter would only power on by pressing the I button. The meter was then powered on in the setup mode. On the call, there was an attempt to perform a full screen display but the reporter was only able to see the number 5 on the upper left side of the meter with a battery symbol on the lower left side. There was nothing in the result's field of the meter. There was another attempt to check the meter's memory, but the reporter could only see the meter powering on in the setup mode. The set button was not damaged, it clicked but it did not react when they tried to reset the time and date. The batteries were last changed was in 2021. The patient's therapeutic range was not provided. The test strips lot number and expiration date were not provided.

Manufacturer narrative:
Initial reporter occupation is patient's/consumer's husband. The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Medical device problem code (a code), investigation type codes (b codes), investigation findings code (c code), investigation conclusion code (d code), component code (g code) and section d9 were updated. The patient's meter was returned for investigation. During the investigation, it was observed that the meter powered on with fresh retention batteries. It was also observed that the meter's time/date were set using the set button without difficulty. No button issues were observed. A full display check was performed and revealed no missing or faded segments. No display issues were observed. The returned meter was tested with retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr; qc 2: 2.8 inr; qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.